Event description:
It was reported that this was a sterile water leak incident. When sterile water was injected in the operating room, a leak was found near the inflation funnel of foley catheter. Per investigator's notification received on 04jun2025, it was reported that there was balloon mushroomed found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Four photos were received for evaluation. The first photo shows a top view of the 3-way silicone catheter and returned syringe. The second photo shows the leak site at the trifurcation of catheter with a pink arrow. The third photo shows the inflation cap showing the lot number ngjr2161. The last photo shows the tray labeling with the lot number myjv4101. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjr2161. Visual inspection noted no obvious observations. It was attempted to inflate the balloon with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe, however a pinhole was found at bifurcation site, where the shaft meets the funnel (pin size 0.013mm). The sample received does not meet specification as per inspection procedure ip7601841 revision 11 which states: "transition between the tube and the adapter must be smooth and completely adhered to the tube." During the attempted inflation, the balloon had mushroomed. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a sterile water leak incident. When sterile water was injected in the operating room, a leak was found near the inflation funnel of foley catheter. Per investigator's notification received on 04jun2025, it was reported that there was balloon mushroomed found during sample evaluation.